Manufacturer narrative:
(B)(4) (damage to drive connector or coupling) - not labeled. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation found that the loud noise was the motor coupler not being fully seated and rubbing against the cpc nut. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2010. During the procedure, the motor drive unit was making a loud noise. The procedure was able to be completed with no adverse patient consequences.